Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user¿s ilet touchscreen failed to respond properly during a supply change. At the ¿do you see drops?¿ step, pressing ¿yes¿ caused no response, and pressing ¿no¿ sent the device back to the previous ¿press and hold¿ screen. The user was unable to proceed past this point, and the cycle repeated. The screen was otherwise illuminated and functional. A replacement was arranged. No blood glucose impact or injury was reported.